Manufacturer narrative:
Customer indicated the device was discarded.

Event description:
The customer contact reported a tubing separation; subsequently a leak of chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the tubing separated from the piercing pin and an unspecified volume of solution leaked. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set and solution bag were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.